Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized for peritonitis. The cause of the event, treatment details, and action taken with dianeal therapy were not reported. At the time of this report, the patient had recovered. No additional information is available.